Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse determined that the main power supply was damaged. The cse replaced the power supply and tested the voltages as the system was powered up. The cse performed daily cleaning, ran quality controls and calibrations, all of which were acceptable. The cause of smoke being emitted from the instrument was a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from the power supply of an advia centaur xp instrument. The operator unplugged the instrument from the outlet. There are no reports of injury to staff, damage to property, or impact to patient samples.